Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the orange tube extension at the distal end. There was a visual inspection performed for cracks. There was visible lacerations below the thermal damage, but no cracks were found. The plastic is melted with a small pin holes. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The scissors opened, closed and cut properly. The instrument passed continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had smoke coming from the insulation tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.